Event description:
Patient reported right side rupture, abscess and capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of abscess and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, abscess, and rupture.

Event description:
Patient reports right side rupture, capsular contracture, baker grade unknown, and abscess between breast and implant. Device remains implanted.